Manufacturer narrative:
The physician will continue to monitor the lead and device. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable defibrillation lead, implanted with another manufacturer's device, exhibited a high out of range pacing impedance measurement three weeks post implant. Subsequent measurements were noted to be stable and acceptable. No adverse patient effects were reported.